Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4318, lot #: 18367051 description: clik x anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg, leads and anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the battery site. The physician believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction suspected.

Manufacturer narrative:
Additional information was received that the physician believed that the infection was caused by irritation to incision site. No further information could be obtained.

Event description:
A report was received that the patient had an infection at the battery site. The physician believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction suspected.